Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: pictures show a bag with a leakage through access rubber. The rubber seems to have a puncture hole where it leaks. Since it could be a possible coring issue due to needle perforation, this has been selected as issue coding.

Manufacturer narrative:
H6: investigation summary two photos received by our quality team for investigation. Upon visual evaluation, an IV bag is displayed, it is not possible to verify the failure in the reported product. Physical samples are necessary to further analyze. No occurrences that could have any relationship with what was reported by the customer were evidenced, since the product met all the required characteristics. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: pictures show a bag with a leakage through access rubber. The rubber seems to have a puncture hole where it leaks. Since it could be a possible coring issue due to needle perforation, this has been selected as issue coding.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.